Manufacturer narrative:
Patient weight not made available from the site. On 02/08/2016, a medtronic representative, following-up at the site, reported the site stated they had not heard of an incident occurring in this procedure. Upon further investigation, it was confirmed that there was not a nicked artery and there was no incident involving this patient and, subsequently, no need for additional patient care. The site further stated that the patient made a normal recovery from initial surgery and had no complications. There was nothing to report in the first place; this was deemed a probable "over reaction" to the surgeon's probe slipping from anatomy of spine during the procedure. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while in a spinal fusion procedure using a navigation system and an imaging system, the surgeon alleged an inaccuracy. The site also alleged that the surgeon nicked the vertebral artery, however, the patient was stable. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome. Upon further investigation, following the procedure, the site confirmed that there was not a nicked artery; the patient made a normal recovery from surgery and had no complications.

Manufacturer narrative:
Patient weight provided. Additional information: a medtronic representative confirmed that the surgeon stated that he did not blame inaccuracy on the navigation or imaging system, but rather felt that it was the patient's anatomy that made his instrument (probe) slip laterally. The surgeon was asked at that point if he thought he had hit or nicked the artery. His response was "no". A medtronic representative went to the site to test the equipment. An imaging spin on the spine model proved accuracy of software. The probe used during case was also tested and appeared very accurate. Further investigation suggests that the surgeon blamed patient anatomy. The surgeon said nothing was wrong with tools or software. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.